Event description:
Sales manager reported on 20nov2024 that a surgeon was treating a non-union of the distal radius and needed to remove the previous hardware, vlbpr-5-7. The original implant date of the vlbpr-5-7 was not provided. The surgeon opted to replace the vlbpr-5-7 with a vlbpr-4-6 and it was implanted successfully.